Event description:
Physician reporting rupture. Device has been explanted and replaced device with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting, rupture. Device has been explanted and replaced device with non-allergan device.